Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. Customer reported they had to press the button on the insulin pump twice to start the rewind process. The customer also stated that there were many scratches on the screen, the insulin pump rejected new batteries a few times, and random no delivery alerts. Troubleshoot could not be performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.